Event description:
It was reported that the 8800 system would not boot up and had a communication error prior to a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu needs to be replaced with sundance upgrade kit. The service call was cancelled by the customer. A follow up report will be filed when additional details becomes available.